Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd preset¿ arterial blood collection syringe had foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: ¿during arterial blood collection, it was found that 1ea abg has foreign matter in the barrel which easily caused blood pollution and could not be used normally."